Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ladg, scissoring occurred. The device was used on the blood vessel. No bleeding was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #n90m39 the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.